Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis in used condition. The customer's initial report indicated a damaged bolus button, but the complaint could be replicated. The bolus button was replaced because it was corroded. Visual inspection also identified a damaged air detector sensor. The air detector was also replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the dose button was not working. There was no patient involvement. Evaluation of the returned device found the air detector sensor was damaged.